Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer¿s blood glucose level was 600 mg/dl. The customer required assistance and was transported by ambulance to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2025 with issue resolved and no permanent damage.